Event description:
It was reported that the seat would not support weight due to broken/damaged struts. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.